Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scuffing around the fracture site. The poly portion of the device is locked in and could not be removed to verify the item or lot. Sem results noted significant post fracture damage to the fracture surface. Bending hinges can be observed on the inferior edge of the fracture surface, indicating that the fracture moved superior to inferior and culminated in bending overload. The fracture surfaces are similarly damaged with significant smearing. Xrf analysis confirms the tray was identified as f-75 cocr alloy. Sem conclusions noted fracture initiation, whether fatigue or overload, cannot be determined; however, the fracture appears to have culminated in bending overload. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records confirms the reporting. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). The device(s) has been returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately five years post-implantation to address dislocation and related instability secondary to implant fracture in-vivo. Intraoperatively, it was identified the tray was not attached to the stem and on further inspection, the central post of the back of the tray had fractured. A small remnant remained within the proximal hole of the stem itself. Due to the efforts to remove the fractured portion, a surgical delay of 30 minutes occurred. The stem was then removed as the efforts to remove the fractured portion were unsuccessful due to cold welding of the device(s) while in-vivo. Moderate proximal bone loss was noted and the surgeon implanted cemented rather than porous devices. No further information is available at the time of this reporting.